Event description:
Healthcare professional reported "confirmed case of hernia suspected" post coolsculpting treatment to the upper abdomen, using cooladvantage applicator. Healthcare professional later reported that they "noticed bulge on the upper abdomen" that "has been approved by ultrasound that it is a hernia", "swelling" and that "that the nodules are visible".

Manufacturer narrative:
The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.e1 - phone number (B)(6).

Manufacturer narrative:
Additional information: b5.

Event description:
Healthcare professional later reported "remains clinically unclear whether the hernia was present prior to treatment or became more apparent following fat reduction in the treated area".